Event description:
It was reported that there was a cassette sensor error. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. The customer¿s reported problem, cassette sensor error, was confirmed by functional test. The cause is the dso sensor. Replaced the dso sensor to correct the problem. Pump passed all functional tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.